Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient went to the emergency room (ER) with chest pain and was admitted. The right ventricular (rv) lead was surgically repositioned due to loss of capture, high thresholds 7.5v @ 0.4ms. X-ray imaging confirmed rv dislodgement with perforation. The rv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.